Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited shock impedance measurements of greater than 125 ohms. There was no noise observed. Technical services discussed possible patient condition and to continue to monitor. The lead remains in service. No adverse patient effects were reported.